Event description:
It was reported that the device has a faulty power supply, it has a burnt hole on it. There was no reported injury. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Baxter is awaiting the return of the device for a thorough analysis. Baxter will submit a final report with investigation conclusion on this incident.